Event description:
During prep prior to utilizing in the pt, a length wise tear on the hub of the envoy catheter and leakage was noted. The product was not clinically used and the product will be returned for analysis. There was no pt injury reported with the event.

Manufacturer narrative:
The product is available for eval and testing. However, the eval has not been completed. Additional info will be submitted within 30 days of receipt.